Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 500 mg/dl. Troubleshooting found that the cannulas have been bent and that sometimes the tape sticks to the serter. Customer called to report the incident and no further assistance required.